Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the first product noted the timing was disengaged and the spring mechanism was protruding. Additionally, the trigger was jammed. The second and third products were received sealed in the blister packages with no visual abnormalities. A functional evaluation found that the trigger of the first instrument was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. The second and third devices were removed from the blister package. Both instruments were applied to the appropriate test media. The triggers of both instruments were actuated and the all thirty tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the laparoscopic inguinal hernia, the tacks fell into the cavity of the patient. Another device was used, however the tacks were not fired normally. It was stated that one malformed tack had to be removed from the patient. Some bleeding occurred, although, it was remedied with cautery. A third device was used to complete the case. There was no patient injury.